Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not possible as log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU).  A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation.  The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane.  Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. Clinical and patient factors including the reported uncontrolled inr 1.3. Aptt 84.9 readings are factors that may have contributed to the reported high watts, possible thrombus and stroke.  Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility.  With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported from the site that patient went to the emergency department (ed) on (B)(6) 2016 due to persistent elevated blood sugars. While in the ed, the nurses noted that his urine was black. Ldh was drawn and was 1900. Patient was transferred to another hospital and on admission, inr was 1.6; patient denies non-compliance or missing doses of warfarin. Patient was taken to the cath lab on (B)(6) for catheter-directed tpa. Patient was then started on a maintenance tpa infusion x 48hrs. On (B)(6), the tpa infusion was stopped. Later that day the patient developed a headache. Inr was drawn and was at 1.3 and aptt was 84.9. The patient was then taken for a head CT which showed a left temporal hcva resulting in uncal herniation and a substantial midline shift. Neuro surgery was consulted, but no interventions were indicated at that time. Patient's respiratory status declined and he was intubated for airway protection. Patient was non-responsive on life-sustaining devices, his pupils were fixed and dilated. At this time the family cannot agree on a plan of care and palliative care was consulted. The site is awaiting a family decision to withdraw care. The family decided to withdraw care and on (B)(6) 2016 the patient passed. It was stated by the site that the device was not explanted and will not be sent back for analysis. Peripherals were all disposed of by the site. No additional information received.